Event description:
The hcp reported that the pt was experiencing "marked increasing spasms and weakness. Special procedure x-rays - "catheter was outside canal"; date unk. Spinal canal catheter had become dislodged from canal and pump was pumping baclofen into the posterior peritoneum." The pump was replaced within 18 months of implant. The pt recovered without sequelae. "With neruosurgical insertion of new advanced pump, pt is less spastic and adversely symptomatic than before."